Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Visual inspection of the product noted a tack was protruding from the tip of the device and the trigger was jammed. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic procedure. Upon fixation of mesh on peritoneum, the fired tacks were not able penetrate or to be held correctly on tissue. The surgery time got extended to get a new tracker. The doctor had asked for the new device which took an hour to make it available. The patient was alive with no injury.